Event description:
It was reported that a user experienced a low blood glucose event while using a g7 cgm in the context of ilet therapy, following an extended hyperglycemic episode attributed to user error during infusion site insertion that led to subsequent corrective insulin dosing and a later hypoglycemic episode. Symptoms included low glucose to 60 mg/dl. Outcomes included self-treatment with 10 grams of oral glucose tablets and recovery to target range without hospitalization. Investigation included troubleshooting and education regarding hypoglycemia management and site change technique. Investigation of this case revealed that the hypoglycemia followed corrective actions after a prior hyperglycemic event linked to user insertion error, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.